Event description:
After successful recording and targeting, a deep brain stimulation lead was placed in the right subthalamic nucleus. A second lead was placed in the right globus pallidus interna under computerized tomography guidance. An x-ray taken to confirm lead placement showed bleeding , which was confirmed with computerized tomography. The blood was aspirated immediately. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.